Event description:
Patient was admitted to the hospital from a clinic secondary to nausea, vomiting, abdominal pain and fever. Patient was admitted with diagnosis of bacterial peritonitis. CT scan of abdomen and pelvis revealed a catheter foreign body in the right lower lobe within the pulmonary artery. This was believed to be from a previous central line that had been placed at another hospital. Interventional radiology successfully removed the retained foreign body (tubing) from the patient's pulmonary artery. Pathology described tubing as a 5cm long by 0.3cm diameter hard white plastic tube filled with gelatinuous hard red brown material.